Manufacturer narrative:
Technical services advised that the device be replaced within 30 days of declaring eri. No adverse patient effects have been reported. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device had a battery monitoring voltage of 2.55 v after 26 months of implant. The device later declared elective replacement indicator (eri) with a monitoting voltage of 2.46 v. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007.